Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and emergency medical service was dispatched for high blood glucose on (B)(6) 2021. Blood glucose reading was 600 mg/dl. The customer was treated with intravenous insulin drip at the hospital. Customer was using the insulin pump system within 48 hours of reported event. The customer was alleged the insulin pump was under delivering insulin due to hospital advice them the insulin pump not working. Customer performed self test and test was failed. Customer repeated self test and again test was failed due to motor error was occurred. The insulin pump and reservoir will not be returned for analysis.